Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had cracks where battery goes and on the outer edge of battery cap compartment and another in the back of the battery compartment. The customer had high blood glucose level of 400 mg/dl. The customer also stated that insulin pump exposed to fluid. Customer states the type of fluid exposure to the insulin pump was insulin. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage on electronics. Device had corroded motor home switch. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Device had cracked battery tube threads.